Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas integra 400 plus module. The initial gluc3 result was 300 mg/dl. The initial result was reported outside of the laboratory. The sample was repeated because it did not match the patient's clinical history. The repeat result was 200 mg/dl. The reagent lot is 61637801 and the expiration date is 31-may-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The customer did not provide any other information. The field service engineer checked the instrument and replaced probes. The investigation found that the root cause of the event is consistent with probe contamination. The service maintenance actions performed by the fse resolved the issue.